Manufacturer narrative:
The device has been requested to be returned to the manufacturer for analysis.

Event description:
It was reported that the cable of the charging kit became exposed, resulting a spark and reported flame. The equipment was advised to be removed from service, and a replacement device was sent to the patient. No reports of patient injury are associated with this event.